Manufacturer narrative:
The device system is expected to be returned; however, analysis is not needed. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a system revision occurred due to infection. A positive blood culture of methicillin-resistant staphylococcus aureus (mrsa) was identified. The system was explanted. There were no additional adverse effects reported.